Event description:
It was reported that a clearlink continu-flo solution set leaked. The reporter stated that the set leaked an unknown chemotherapy drug next to the patient during infusion. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The specific lot number of the device is unknown. The reporter stated that the lot number could be r14b25064, r14b11049, or r14c15022. The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot r14b11049 was manufactured on 02/12/2014, lot r14b25064 was manufactured on 02/26/2014, lot r14c15022 was manufactured on 03/17/2014. . Evaluation summary: a batch review was conducted for all three reported lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; however, one companion sample was received for each reported lot number. Visual inspection, gravity testing and under water leak testing was performed on all three companion samples with no defects noted. The reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.